Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this right ventricular (rv) lead had been showing a gradual increase in shock lead impedance (sli) to high, out of range (oor) values. It was recommended to bring the patient perform exhaustive lead testing and obtain a shock vector breakdown. If the sli values remained above the oor value limit a defibrillation threshold test was recommended. The rv lead remains in service at this time. No adverse patient effects were reported.